Event description:
Additional information received reported that the date of infection onset/diagnosis was (B)(6) 2013 and the primary location of infection was the device pocket. Symptoms included drainage. It was noted that perioperative antibiotics were administered, and infection treatment included IV and oral antibiotics and a total device system explant. It was reported that the patient did not have meningitis and a culture was obtained from the device pocket and no organisms were cultured. It was noted that the infection resolved.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) system removed due to infection. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot# v446439, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3487a-45, lot# v433228, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension. (B)(4).